Event description:
Complaint alleges: package of clips was broken open at incoming inspection. There is no pt involvement.

Manufacturer narrative:
A device history record (DHR) investigation did not show issues related to complaint. Upon visual inspection, it was noted that the blister pack had been crushed/folded and the tyvek had been ripped. The complaint defect for "breach of sterile barrier" was confirmed. Although the failure mode was confirmed, corrective actions are not warranted because this is an isolated incident, discovered at incoming inspection, and the root cause is unk. It is unable to be determined if the defect occurred at the mfg site or during distribution. The MFR will continue to monitor for trends. Conclusion: there is no accurate code to describe the complaint was confirmed but the root cause is unk.